Event description:
It was reported that pump malfunction occurred after pump got wet, with malfunction code displayed and pump not resettable. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed, while technical support arranged replacement pump under warranty, confirmed shipping details, and provided instructions for storage mode, returning problematic pump within specified time, and setting up replacement pump including reprogramming settings and reconnecting continuous glucose monitor.